Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. No further information was reported.